Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a bent cannula on the infusion set. Customer's blood glucose at the time of the incident was 254 mg/dl. Customer reported that the insulin pump failed to alarm no delivery alert, twice. Troubleshooting was done and the pump passed functional testing. Product is not expected to return.